Event description:
International customer reported that a patient underwent ventral hernia repair with proceed mesh. The patient coughed during the immediate post-op period and a cracking sound was heard followed by an obvious recurrence at the repair site. The patient was returned to surgery. The herniation occurred along one side of a surgical implant where the suture knots reportedly untied. The untied suture were explanted and the site repaired.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2006-00691 and 2210968-2006-00692 for all medwatch reports. The same patient is represented in each medwatch.